Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation (B)(6) 2019. An investigation was conducted on (B)(6) 2019. The aortic cutter and delivery device with the seal partially inserted in the delivery tube were returned. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood was observed on the delivery device. The blue slide lock was observed to be dis-engaged and the plunger was fully pressed. Blood was observed inside the delivery tube indicating an attempt to deploy the device in the aorta. The tension spring assembly remained partially inside the delivery tube with the seal extended outside the tube. The aortic cutter safety lock was disengaged and the actuation button was partially depressed inside the tool with the cutter and spiral needle partially deployed. There were no observed defects with the aortic cutter. Based on the returned condition of the device, the reported failure "premature deployment" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) misfired. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) misfired. A replacement device was used to complete the procedure. The hospital did not report any patient effects.